Event description:
It was reported by the affiliate that the (1) tim20 was used during a hepatoectomy procedure. It was reported that the clip would not feed into the jaw properly. The case was completed with another instrument and with no pt consequence.